Event description:
Nursing noted bed was wet and identified tubing was leaking from distal end where port is connected. No other connection issues. Concern with product leaking. Discussed with staff in central distribution for this facility system. They are seeing this problem at multiple facilities and in multiple lots. The manufacturer has been notified and product has been returned. Multiple reports are being sent to the manufacturer about this problem.